Event description:
It was reported that the patient had a pericardial effusion and cardiac tamponade. During a watchman procedure, a versacross connect laac was selected for use. Transesophageal echocardiogram (tee) imaging pre-procedure showed that the patient had a mild pericardial effusion. The physician continued with the left atrial appendage (laa) closure procedure. During transseptal puncture, there was difficulty visualizing the wire. The entire system was backwards (side port at 9:00 rather than 3:00). It was then corrected immediately and subsequently saw tenting on the septum in a very posterior location. We then adjusted more anterior and went tsp in a low/mid location without any issues. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient when tee imaging showed that there was a slow growing effusion on the right side of the heart. The transverse sinus effusion was stable compared to the baseline effusion. The patient became hypotensive but was managed with IV medication. The patient was sent to recovery in a hemodynamically stable condition. When the patient woke up from anesthesia, they were experiencing chest pain. An echocardiogram showed a growing pericardial effusion. The physician performed a pericardiocentesis and drained approximately 700cc of fluid. The patient remained stable, but another echocardiogram showed a growing effusion again. The patient was sent to the operating room for a pericardial window. Patient did have right atrial free wall collapse which required pericardial window. The patient is now hemodynamically stable and has made a full recovery. Patient has been discharged with no further complications. According to the physician the pericardial effusion likely occurred during transeptal puncture when dropping from the superior vena cava to the septum. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate report will be submitted for versacross rf wire. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient had a pericardial effusion and cardiac tamponade. During a watchman procedure, a versacross connect laac was selected for use. Transesophageal echocardiogram (tee) imaging pre-procedure showed that the patient had a mild pericardial effusion. The physician continued with the left atrial appendage (laa) closure procedure. During transseptal puncture, there was difficulty visualizing the wire. The entire system was backwards (side port at 9:00 rather than 3:00). It was then corrected immediately and subsequently saw tenting on the septum in a very posterior location. We then adjusted more anterior and went tsp in a low/mid location without any issues. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient when tee imaging showed that there was a slow growing effusion on the right side of the heart. The transverse sinus effusion was stable compared to the baseline effusion. The patient became hypotensive but was managed with IV medication. The patient was sent to recovery in a hemodynamically stable condition. When the patient woke up from anesthesia, they were experiencing chest pain. An echocardiogram showed a growing pericardial effusion. The physician performed a pericardiocentesis and drained approximately 700cc of fluid. The patient remained stable, but another echocardiogram showed a growing effusion again. The patient was sent to the operating room for a pericardial window. Patient did have right atrial free wall collapse which required pericardial window. The patient is now hemodynamically stable and has made a full recovery. Patient has been discharged with no further complications. According to the physician the pericardial effusion likely occurred during transeptal puncture when dropping from the superior vena cava to the septum. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate report will be submitted for versacross rf wire.